Manufacturer narrative:
Follow-up # 1 - device evaluation:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on¿(B)(6) 2015, at 2:50 am¿. The patient reported obtaining inaccurate high blood glucose results on the same day at ¿3:50 am¿ of ¿220 mg/dl¿ on the subject meter compared to ¿112 mg/dl¿ on dexcom continuous monitoring device. The results were obtained less than 30 minutes apart. Meter to continuous monitoring device comparisons are invalid in determining lfs criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The patient denied she developed any symptoms. On¿(B)(6) 2015, at 4:20 am¿ the patient detailed that she consumed food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, approved sample site was used and the test strips were stored correctly within their expiry date and the test strip vial was intact. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2. Device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.